Event description:
The customer reported that the insulin pump had an error alarm. Troubleshooting was performed. Advised the customer that the device is replaced and revert to back up plan until the replacement arrives. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an error alarm during the basic occlusion test as a result of a loose drive support disk, and the device had scratched display window.